Event description:
It was reported that 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety reset button would not set properly. A new set of trocars were used to complete the case. There was no consequence to the patient.